Event description:
A non-health care professional reported following the intraocular lens implantation the patient visual acuity was impaired, could not focus. The lens was then explanted in a secondary procedure. The lens was replaced for an monofocal lens.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).